Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1spinal root decompression. On event date, the pt presented with pseudomeningocele. The investigator noted the event as moderate in intensity. MRI showed csf collection. Reoperation 23 days later for wound exploration and packing csf leak with gelfoam and fibrin glue. Symptoms resolved with exploration and packing of laminectomy defect. No actual leak noted at original surgery or at reoperation. The outcome of the event was resolved with treatment in 10/00. The investigator notes this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as surgical complication.